Event description:
Multiple times during the last few weeks, staff has complained about the quality of these gloves, which are all the same lot#. Staff has noticed gloves varying in color, thickness, and overall quality. I have seen separate complaints about small holes in gloves, the palm or wrist breaking, or even gloves that did not have any of the fingertips when the glove was put on. We have a minimum of 10 pallets of these gloves, and every single case of these gloves seems to be from the same lot#, no matter the size, color, or variation. Staff stated they found gloves with small, pinpoint sized holes that turn into larger holes once the gloves are used. The gloves have been taken out of circulation within our hospital and our off-site practices. I am unable to find much information on the gloves, like a ref#, a serial#, a model#, or a device identifier.